Event description:
It was reported that the patient underwent an initial total shoulder replacement using a zimmer tm humeral stem with an anatomic zimmer tm glenoid on approximately. The patient was revised to a reverse total shoulder approximately four and a half years later due to rotator cuff arthropathy. Once the implants were removed, it was determined that the biomet augmented glenoid did not provide sufficient coverage for the defect left in the glenoid. Therefore all implants were removed and an exactech antibiotic spacer was implanted while awaiting a pmi device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiograph. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.